Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to remove one of the backup battery cover screws was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The screw on the opposite side of the power cables, on the serial number label side of the controller was unable to be unscrewed. The backup battery cover was removed using pliers. Visual inspection of the screw that could not be removed revealed that the screw head and threads were stripped. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the stripped screw, the system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the initial set-up of the system controller (out-of-box), one of the screws in the external backup battery (ebb) door was stripped and could not come out. The system controller was exchanged.